Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was initially reported that when a patient with a deep brain implanted neurostimulator and their representative noted that when they were getting another MRI in the past they just turned off the machine (implantable neurostimulator) and did the MRI, because it would not go into MRI mode. Additional information was received from the patient at a later date that. They reported that they had recently been in the hospital for an unrelated reason. Pt said that no manufacturer representative (rep) was present at their MRI appointment. They were once told by a rep that their therapy indication was "off label". They didn't know why one of the leads was not functioning. Their doctor had told them it stopped working and that MRI was contraindicated. Patient reiterated being unable to turn off therapy for the MRI because the MRI mode gives a message that wouldn't allow them to get the scan. Patient stated they had cysts on their pancreas which is why they needed an MRI and there has been no resolution. Patient stated they would follow up with hcp for assistance. During follow-up to obtain further information for the investigation, the patient and patient's representative wrote that the issue was not resolved, cause is unknown. They wrote that the implantable neurostimulator (ins) could not be turned off nor could they enter MRI mode. See manufacturer¿s report #3004209178-2025-11426 regarding unrelated MRI event and details related to report regarding lead. See manufacturer¿s report #3004209178-2023-25992 for allegation regarding extension replacement/circuit short.